Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral arterial disease. The 75% stenosed target lesion was located in the mildly tortuous and severely calcified iliac artery. A 7.0 x 20, 75cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres for 10 seconds, the balloon ruptured and a pinhole was noted in the center part of the balloon. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient was in good condition post procedure.